Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A billing person reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision, unbalanced, signs of keratoconus . The iol was exchanged in a secondary procedure following the initial procedure. Additional information was requested.